Event description:
During a gastroparesis procedure, stent handle snapped during deployment. (B)(4) was then successfully implanted into the same patient. There was no patient injury.

Manufacturer narrative:
Since the suspected (or event) device was not returned, we inspected the device history records. It was confirmed by reviewing the device history records of the device that there was nothing significant, that it was manufactured normally, and that it passed all the inspections/tests. There is no patient's info, and since it is difficult to reconstruct at that time in the lab and limited info, it is hard to find our exact root cause for this complaint. And the complaints will continue to be monitored for same case.